Event description:
Procedure: unknown. According to the customer, the pencil intermittently stuck in the on position. There were no injuries.

Manufacturer narrative:
This report is being filed as a result of a two year retrospective complaint review. As a part of our efforts to continuously improve the complaint handling system, valleylab recently performed a review to assure that all reportable events have been submitted. Attached is retrospective summary report #e2007002 which includes data for all 21 reports that were determined to require MDR submission. Evaluation of the returned sample found it to function normally and within specifications. Nothing was identified that would have caused or contributed to the customer's report.